Manufacturer narrative:
Device 1 of 4.

Event description:
Unomedical reference number (B)(4). . Event occurred in switzerland. It was reported that thepatient faced kinked cannula on 01-apr-2024, 02-apr-2024, 03-apr-2024. The issue occurred with four similar types of infusion sets and the site was patient's abdomen. The patient replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.